Event description:
It was reported that 1 bd alaris¿ smartsite¿ extension set each from lots 21119807 and 21039822 would not flush due to blockage. The following information was provided by the initial reporter: "we are experiencing the same issue with 20159e as we did earlier this year. They will not flush."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-jan-2022. H.6. Investigation: five boxes of samples (model #20159e, lot #21039822) were returned by the customer. It was reported that the smartsite will not flush. Evaluation of 59 samples was performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 (dir 10000123008_08). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The smartsites were connected to a cutoff 10 ml bd syringe tip to visually inspect for a fluid path while the piston is in the activated position. Samples were then attached to a 10 ml bd syringe filled with blue dye water and attempted to be flushed. 37 samples showed a fluid path, and those samples were able to be flushed. The failure could not be replicated in these samples. 22 samples did not show a fluid path, and those samples were unable to be flushed. The customer complaint can be verified in these samples. Four boxes of samples (model #20159e, lot #21119807) were returned by the customer. It was reported that the smartsite will not flush. Evaluation of 59 samples was performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 (dir 10000123008_08). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The smartsites were connected to a cutoff 10 ml bd syringe tip to visually inspect for a fluid path while the piston is in the activated position. Samples were then attached to a 10 ml bd syringe filled with blue dye water and attempted to be flushed. 57 samples showed a fluid path, and those samples were able to be flushed. The failure could not be replicated in these samples. 2 samples did not show a fluid path, and those samples were unable to be flushed. The customer complaint can be verified in these samples. A second evaluation of 59 samples was performed, and the same result was achieved; 57 samples showed a fluid path, and those samples were able to be flushed. The failure could not be replicated in these samples. 2 samples did not show a fluid path, and those samples were unable to be flushed. The customer complaint can be verified in these samples. The samples were sent to the manufacturer for further investigation. The manufacturer was able to confirm the failure. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusions of this nature in the needle-free connector (smartsite). The investigation has determined that a potential contributor for the occlusion could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. A device history record review for model 20159e lot number 21039822 was performed. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20159e lot number 21119807 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 6th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21039822 regarding item #20159e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119807 regarding item #20159e. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21119807; medical device expiration date: 2024-11-05; device manufacture date: 2021-11-05. Medical device lot #: 21039822; medical device expiration date: 2024-03-30; device manufacture date: 2021-03-29. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ smartsite¿ extension set each from lots 21119807 and 21039822 would not flush due to blockage. The following information was provided by the initial reporter: "we are experiencing the same issue with 20159e as we did earlier this year. They will not flush."